Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: our failure analysis lab received the additional product with reference to this complaint, the following additional products were received: product code w8703; lot# sabbmr ¿ 2 devices. Product code w8703; lot# sabcsu ¿ 1 device. This complaint is related to product code w8703; lot ucbcmt. Please provide the following clarification: why was product from lot numbers sabbmr and sabcsu returned? Is there a complaint for lot numbers sabbmr and sabcsu? Please provide details. Do lot numbers sabbmr and sabcsu belong to this complaint? If yes, did a device malfunction occur during the same procedure with these 2 lot numbers? If no, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number? Was the product returned for testing purposes only? If the product doesn¿t belong to any complaint or was returned in error, please let us know so we can discard it or advise if the product is required to be returned.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: the suture broke and anastomosis was ruptured. The surgeon had to go back on bypass to redo the anastomosis. Surgeon said the suture snapped in the middle of the wound and opened. Complaint logged. Products returned for investigation. Removed all faulty boxes with batch number ucbcmt and replaced with 2 new boxes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Our failure analysis lab received the additional product with reference to this complaint, the following additional products were received: -product code w8703; lot# sabbmr ¿ 2 devices. -product code w8703; lot# sabcsu ¿ 1 device. This complaint is related to product code w8703; lot ucbcmt. Please provide the following clarification: why was product from lot numbers sabbmr and sabcsu returned? Is there a complaint for lot numbers sabbmr and sabcsu? Please provide details. Do lot numbers sabbmr and sabcsu belong to this complaint? If yes, did a device malfunction occur during the same procedure with these 2 lot numbers? If no, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number? Was the product returned for testing purposes only? If the product doesn¿t belong to any complaint or was returned in error, please let us know so we can discard it or advise if the product is required to be returned.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. Investigation summary: the product was returned to ethicon for evaluation. One open sample was received for analysis. Product code w8703. This product code is double armed. During the visual inspection of the returned sample, the swage and attachment area were noted as expected in the needles. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional investigation summary: the product was returned to ethicon for evaluation. Two sealed boxes and one open box. A total of thirty-seven unopened samples were received for analysis. Product code w8703. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, the functional test was performed in thirteen samples using instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Post-op, the suture broke and anastomosis was ruptured. The surgeon had to go back on bypass to redo the anastomosis. This happened 4 days after surgery and it was reported that the wound completely opened as the suture snapped in the middle. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure please confirm: did this event occur post-op? The event date and procedure date are both reported as 3-sept-2024, however, the event indicates the suture breakage occurred 4 days post-op. Please clarify the procedure and event dates. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What instruments were used in this procedure to handle the suture? On what tissue was the suture used/location of suture placement? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Were there any precipitating patient stress factors for the post-op sutures breakage? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?